Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that three knife blades were edgeless or dull during surgery. Alternate knives had to be obtained in order to continue each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary three opened knives were received for the report of a knife that had no edge. The samples were unprotected in a plastic container. The returned samples were inspected per facility procedure and were determined to be visually nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the samples. The complaint lot number was identified as a review of the related device history records (DHR) was performed and no anomalies were found. The product was released based on the products acceptance criteria. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).